Event description:
The customer reported that the device continued to activate after the activation button had been released by the surgeon. There was no harm to the patient or staff. A second device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). To date the initial sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.